Event description:
Pt was revised to address loosening of the tibial and femoral. Poly wear and osteolysis were discovered intraoperatively.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening/polyethylene wear; however, polyethylene wear after approx 16-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.